Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively after a pulsed field ablation procedure, the patient's oxygen saturation level dropped to the 80's. Hemoptysis also occurred when the supraglottic airway was removed, due to pulmonary vein damage. Bleeding is also thought to have been caused by pulmonary vein damage when anchoring the wire to the right inferior pulmonary vein (ripv). Suctioning was performed and the patient was reintubated and monitored. The case was completed with pulsed field ablation. The patient's condition is under follow-up in the intensive care unit. No further patient complications have been reported as a result of this event. (B)(6) 2025, it was further reported that according to the physician, the pulmonary vein (pv) was thin when anchoring the guidewire to the ripv and became damaged when the guidewire was inserted and retracted. (B)(6) 2025: it was later reported that the event occurred prior to the ablation of the right inferior pulmonary vein (ripv).